Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ regular bevel needles 25 g x 7/8 in contained foreign matter described as "small black flecks". No serious injury or medical intervention was reported.

Event description:
It was reported that bd regular bevel needles 25 g x 7/8 in contained foreign matter described as "small black flecks". No serious injury or medical intervention was reported.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. No root cause can be determined as no samples were received.